Event description:
According to the reporter, the device would not boot up properly when powered on. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device, and observed that it would not pass the power on selftest. Physio replaced the system controller pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly, and replicated the failure, but could not determine root cause.